Event description:
A healthcare facility in china reported that an mr290v autofeed humidification chamber, provided as a part of an rt308 adult heated oxygen therapy kit was found leaking. There was no patient consequence.

Manufacturer narrative:
(B)(6). Section g4, PMA/510(k) number: the rt308 heated oxygen therapy kit is not sold in the united states of america (USA) but instead a similar product, under the 510(k) number k983112 is sold. Method: the subject mr290v vented autofeed humidification chamber provided with an rt308 heated oxygen therapy kit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the customer reported that water was leaking from mr290v chamber. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported event. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completed of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt308 heated oxygen therapy kit,include the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.